Manufacturer narrative:
(B)(4). Device evaluated by MFR.: examination of the returned device revealed that a damage was found in the lap joint area (the unit returned without the imaging window). Impedance testing shows a good unit wave form. Full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-dec-2016. It was reported that lost image occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed using a 2.0mmx15mm balloon catheter. An opticross¿ imaging catheter was advanced for visualization of the target lesion; however in the middle of automatic pullback, the image was lost as black-out. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was good. However returned device analysis revealed sheath detachment/separation.